Event description:
It was reported that the patient stopped charging the ipg, rendering the ipg inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.